Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 370 mg/dl. Exercise and a corrective bolus were used in an attempt to lower the high bg. The customer was hospitalized for the high bg and blood clots. The customer was treated with insulin injections. The reported issue was resolved. The customer was not sure what caused the high bg; however, suspected that a prior nasal sinus surgery was a possible cause. The customer was discharged a week after being admitted to the hospital.